Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Patient with an angulated and short aortic neck, and who was outside of cook's instructions for use underwent aaa repair in 2004. One main body graft, two iliac leg grafts, and one main body extension were placed. Over time the patient's aneurysm grew to 9mm so in 2007, physician used four cook embolization coils to embolize the right renal artery and did a renal bypass. He also stented the sma with another manufacturer's stent. Physician placed a renu cuff because he did not feel there was enough space for a renu converter but there was not enough of an overlap between the main body graft and the renu cuff so the physician also placed a main body extension graft as a bridge. Patient outcome is fine.